Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) . It was reported that the extension was revised in (B)(6) 2016 due to a loss of therapy. After the revision, the system worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient first experienced the loss of therapy prior to the extension revision was (B)(6) 2016. The serial number of the extension and implantable neurostimulator (ins). During the extension revision on (B)(6) 2016 nothing was removed. No falls or trauma was reported. The cause of the therapy loss was the connection on the ins head. Once the screws were tightened the system worked again.